Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure had punctured through my uterus and left fallopian tube') and uterine perforation ('essure had punctured through my uterus and left fallopian tube') in an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included eye pain, depression (not recovered prior to essure), anxiety (not recovered prior to essure) and genital bleeding (not recovered prior to essure). Previously administered products included for birth control: depo provera from 2008 to 2011; for an unreported indication: necon, mirena in 2012, ortho cyclen in 2012 and necon from 2010 to 2011. Concurrent conditions included uterine bleeding, menses irregular with excessive bleeding, cigarette smoker, obsessive-compulsive disorder, eye disorder and blurry vision. Concomitant products included buspirone hydrochloride (buspar) from (B)(6) 2017 to (B)(6) 2018, ethinylestradiol;norelgestromin (ortho evra), ethinylestradiol;norethisterone (necon), medroxyprogesterone acetate (depo provera) since 2012, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2012, paracetamol (acetaminophen) since 2012 and valaciclovir hydrochloride (valtrex) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/ pain"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition:anxiety and mental anguish") and abdominal pain ("abdominal area pain") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with escitalopram oxalate (lexapro), lorazepam and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, female sexual dysfunction, depression, anxiety, dyspareunia, abdominal pain and pregnancy with contraceptive device outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia, anxiety, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : events- "post implant pregnancy, device ineffective" added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure had punctured through my uterus and left fallopian tube') and uterine perforation ('essure had punctured through my uterus and left fallopian tube') in an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included eye pain, depression (not recovered prior to essure), anxiety (not recovered prior to essure) and genital bleeding (not recovered prior to essure). Previously administered products included for birth control: depo provera from 2008 to 2011; for an unreported indication: necon, mirena in 2012, ortho cyclen in 2012 and necon from 2010 to 2011. Concurrent conditions included uterine bleeding, menses irregular with excessive bleeding, cigarette smoker, obsessive-compulsive disorder, eye disorder and blurry vision. Concomitant products included buspirone hydrochloride (buspar) from 18-sep-2017 to 1-aug-2018, ethinylestradiol;norelgestromin (ortho evra), ethinylestradiol;norethisterone (necon), medroxyprogesterone acetate (depo provera) since 2012, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2012, paracetamol (acetaminophen) since 2012 and valaciclovir hydrochloride (valtrex) from 7-jun-2016 to 1-aug-2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/ pain"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition:anxiety and mental anguish") and abdominal pain ("abdominal area pain") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with escitalopram oxalate (lexapro), lorazepam and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, female sexual dysfunction, depression, anxiety, dyspareunia, abdominal pain and pregnancy with contraceptive device outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia, anxiety, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure had punctured through my uterus and left fallopian tube') and uterine perforation ('essure had punctured through my uterus and left fallopian tube') in an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye pain, depression (not recovered prior to essure), anxiety (not recovered prior to essure) and genital bleeding (not recovered prior to essure). Previously administered products included for birth control: depo provera from 2008 to 2011; for an unreported indication: necon, mirena in 2012, ortho cyclen in 2012 and necon from 2010 to 2011. Concurrent conditions included uterine bleeding, menses irregular with excessive bleeding, cigarette smoker, obsessive-compulsive disorder, eye disorder and blurry vision. Concomitant products included buspirone hydrochloride (buspar) from 18-sep-2017 to 1-aug-2018, ethinylestradiol;norelgestromin (ortho evra), ethinylestradiol;norethisterone (necon), medroxyprogesterone acetate (depo provera) since 2012, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2012, paracetamol (acetaminophen) since 2012 and valaciclovir hydrochloride (valtrex) from 7-jun-2016 to 1-aug-2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/ pain"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition:anxiety and mental anguish") and abdominal pain ("abdominal area pain"). The patient was treated with escitalopram oxalate (lexapro), lorazepam and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia, anxiety, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure had punctured through my uterus and left fallopian tube') and uterine perforation ('essure had punctured through my uterus and left fallopian tube') in an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye pain. Previously administered products included for an unreported indication: necon, mirena in 2012, ortho cyclen in 2012 and necon from 2010 to 2011. Concurrent conditions included uterine bleeding, menses irregular, cigarette smoker, obsessive-compulsive disorder, eye disorder and blurry vision. Concomitant products included buspirone hydrochloride (buspar) from (B)(6) 2017 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) since 2012, paracetamol (acetaminophen) and valaciclovir hydrochloride (valtrex) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/ pain"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition:anxiety and mental anguish") and abdominal pain ("abdominal area pain"). The patient was treated with escitalopram oxalate (lexapro), lorazepam and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia, anxiety, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs & mr received: new reporter and consumer address were added. Patient's date of birth, lot number and date of removal were added. New events fallopian tube perforation, uterine perforation, vaginal bleeding, menorrhagia, apareunia, depression, anxiety, dyspareunia, abdominal pain were added. Events onset date and lab data were added. Outcome of event pelvic pain was updated from unknown to recovering/resolving. Medical history, treatment drugs, concomitant drugs and condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.